Manufacturer narrative:
The caution in the operation section of the package insert states "always ensure that the driver blade/drill is properly inserted into the collet by giving it a firm pull before use." Because the lot number is unknown, the device history records could not be pulled and reviewed. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported the bits kept coming loose from the iq driver. The driver was tested outside of surgery.